Event description:
A customer reported receiving imprecise readings on her freestyle flash blood glucose meter. The customer reported obtaining readings of 46 mg/dl, 70 mg/dl and 355 mg/dl within a ten-minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. The customer also reported feeling lethargic, unresponsive and eating cake frosting gel to counteract the symptoms. The paramedics were called, got a reading of 46 mg/dl and treated her with an unk intravenous solution. There was no report of medical diagnosis for hypo- or hyperglycemia, death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.